Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon eval the sd card was defective. The cause of the inability to power on is shorted power supplies (1.8v and 3.3 v. The cause of the shorted power supplies is a shorted u1003 pld component. The cause of the shorted pld is a short to various other power supplies. The cause of the short to the power supplies cannot be positively identified but is likely of a defective microprocessor on the sd card. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the monitor would not power on. The pt was issued a replacement monitor.